Event description:
It was reported that the right ventricular lead was fractured and exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 should reflect (B)(6) 2021 instead of (B)(6) 2021.

Event description:
It was reported that the right ventricular lead was fractured and exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Correction: b5 should note " the lead was capped and replaced on (B)(6) 2021."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was fractured and exhibited oversensing of noise. The lead was removed and replaced. The patient was stable.